Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening requiring intervention. It was reported that a mitraclip procedure was performed on a patient presenting mixed mitral valve regurgitation (mr) grade 4. The mitraclip ntw (20124r152) was advanced and placed medially on the valve. The clip passed both the first and second establishing of final arm angle (efaa) test per IFU. When turning the actuator knob eight times for clip deployment, the clip opened to a width of 1.4 cm and approximately 30 degrees. A second clip was then implanted to stabilize the first clip without issue and reduced the mr to grade 3. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported unexpected medical intervention (additional mitraclip, same procedure) was the result of case-specific circumstances. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿fifty-four (54) echocardiographic videos were provided. All 54 videos were reviewed and the videos appear to span the duration of the procedure including initial imaging assessment (prior to tsgc insertion during the procedure) to post-procedure. Several videos taken during use of the first cds (reported device) show the clip was placed medially, bordering a3/p3, and close to the posterior aspect of the annulus; it appears the posterior leaflet is short given the close proximity of the clip to the posterior annulus (see labeled figure). In one lvot video provided, the dc shaft and clip of the reported device are shown in which the clip is attached to the dc shaft and appears to be in the fully closed position (~10°), possibly closed beyond 10°. This indicates the video was taken prior to mechanical separation of the clip from the dc shaft. In subsequent videos, the first clip is fully deployed based on the absence of the dc shaft in view. In these views, the clip arm angle appears to be ~30°. While the stated arm angles in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the clip arms are opened to a noticeably larger degree in the post deployment videos than the pre deployment videos. This aligns with the reported incident details that the clip arms were observed to open during deployment maneuvers when the actuator knob was rotated. It should be noted that, based on the cine provided, it is likely that the posterior placement of the clip and apparent short posterior leaflet exerted an excessive radial force on the clip arm. This force was likely absorbed by the dc shaft and internal actuator assembly prior to detachment, such that mechanical separation from the clip during deployment maneuvers focalized the imparting force on the clip arm, causing the clip to open. The clip appears to be stable on the leaflets¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).